Manufacturer narrative:
Clinician stated that lodi implant failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment & implant, patient bone density, whether patient stability was achieved, and whether implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause may be unknown. The implants' records management database was reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implants were MFR'd to specifications. No further action is required.

Event description:
Lodi implant failed to osseointegrate. Incident occurred in (B)(6).